Event description:
A customer service representative contacted baxter regarding a caregiver that had noticed a hole in the tubing of a four prong cassette. The caregiver stated he noticed the hole during dwell and the hole was where the tubing was crimped. A sample was requested. There was not patient injury or medical intervention reported.

Manufacturer narrative:
.